Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cgm error-error 42 issue was verified, but the hw: usb cable-not charging issue and screen on/ quick bolus button - stuck issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the wake button was sticking, and the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. Additionally, the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The pump was reset, a new charging cable was sent to the customer, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.